Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of pacemaker mediated tachycardia (pmt) were detected. Review of the episodes determined that the pmts were most likely caused by premature ventricular contractions (pvcs) with the pvc response setting turned on as well as intrinsic p-waves falling in pvarp and not being tracked. The pvc response setting was eventually turned off. The patient did not experience any symptoms.